Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin on board (iob) value was incorrect as customer had not recently requested a bolus. Customer exited the bolus screen and the iob value was no longer present. At the time of the report the iob was correct. There was no reported impact to customer's blood glucose.